Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer attempted to pair the transmitter to the new pump but still getting device not found.  The customer reported no adverse event. The event involved products mmt-1884, mmt-7911na, mmt-7715. Troubleshooting was performed for paring issue but the pump alerting with device not found alert. Troubleshooting was performed for transmitter charging and there was no damage to charger battery spring or connector pins. The charger green led light was solid green for about 15 to 20 seconds and then turns off. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and transmitter. Mmt-1884 and mmt-7911na was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the charger. No product return is required for mmt-7715.